Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03483 & 03491).

Event description:
Patient underwent a left knee revision procedure approximately five months post-implantation due to disassociation of the locking bar. The locking bar was removed and replaced.